Event description:
It was reported that the patient had multiple inappropriate shocks due to a fracture on the right ventricular lead. There was also noise on the lead. The pace/sense portion of the lead was capped and replaced with a new lead. The remaining portion of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.